Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m4 alarm was not confirmed as the alarm was not produced during testing of the returned centrimag motor (serial number: (B)(6) and no log files were submitted for review. However, damage to the motor cable that may have contributed to the reported event was confirmed. The returned centrimag motor was evaluated by service depot alongside known working centrimag equipment. The motor was functioning as intended during testing; however, when the motor cable was manipulated near the bend relief on the connector side the test pump began to vibrate. No atypical alarms, including m4 alarms, were produced throughout testing. It was advised to scrap the motor after approval from customer service. The motor was forwarded to product performance engineering for further analysis. Evaluation of the motor cable revealed slightly raised resistances on the underlying wires. A section of the outer jacket and shielding near the bend relief on the connector side of the cable was removed to further inspect the underlying wires, revealing that all wires were kinked. The raised resistance and damage to the underlying wires may have contributed to the reported m4 alarms. The reported event appears to be due to damaged conductors in the motor¿s cable; however, the root cause of the damage to the motor cable could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 10.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-03457.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when getting the patient ready for transport, while moving the motor and consol from the bed to the transport stretched, an m4 alarmed. The motor was changed to the backup motor, the pump was well inserted and the motor connected to the console. The console was not exchanged. The patient did not present any major events during the alarm. No adverse event to patient. No additional information was provided.